Manufacturer narrative:
This follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Correction: the implant date has been corrected in this report. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09034 and 1825034-2015-00143).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent a revision procedure (B)(6) 2014 due to dislocation. The modular head and liner removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 1996. Subsequently, patient underwent a revision procedure (B)(6) 2014 due to dislocation. The head was removed and replaced with a liner and head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "dislocation and subluxation due to inadequate fixation and improper positioning."